Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1ak9z, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has reported recent pain in her lead insertion site. When the battery is powered on, the pain radiates from the lead insertion site up her back to her neck. Upon examination of the site, the lead is visibly puckering from the site. When the device is turned off, the lead insertion site is tender to the touch. The x-ray showed that the lead is properly placed. The patient was instructed to turn the device off to help minimize the pain. The rep stated that on the next appointment, they will discuss a revision for the patient, however, no surgical intervention is planned yet. There were no further patient complications are anticipated or expected as a result of this event. Additional information was received from the manufacturer representative (rep). The rep stated that the issue was with the lead placement. It was reported that prior implanting physician seems to have implanted the lead too superficial. The lead was placed too close to the surface of the skin. The lead replacement is planned but not scheduled once the new implanting physician is available. No further complications were reported.